Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and having difficulty charging the ipg. The patients ipg was replaced and the explanted ipg will be returned. No device malfunction suspected.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)) the returned ipg wa analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation and having difficulty charging the ipg. The patients ipg was replaced. No device malfunction suspected. Additional information was received that the patient was doing well postoperatively.